Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified iliac vein. After the guidewire was crossed, a 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 4 atmospheres, the balloon ruptured. A non-bsc stent was placed and was expanded for post-dilatation using a 7.0mmx60mmx135cm (4f) sterling balloon catheter, but during second inflation at 6 atmospheres the balloon also ruptured. The procedure was completed with a different device. No patient complications were reported.